Event description:
It was reported that a web device would not load into the microcatheter. It was determined that the web's size was different from the size on the device's label. There was no patient involvement.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned web system found the delivery system kinked between the hypotube and connector and the implant to be the incorrect size, which is consistent with the alleged product issue. The carton box and pouch label reference a web sl 6mm x 4mm; however, the returned implant dimensional specifications match that of a 9mm sls web. This issue is tracked by quality. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system damage, but the damage is consistent with the device experiencing forces over specification.